Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was admitted for upper gastrointestinal bleeding on (B)(6) 2014. The patient received a blood transfusion 6.00 prbc. The issue resolved on (B)(6) 2014. Additional information received indicated the patient had a small bowel bleed, which was determined to be avms, which were clipped. The doctor said this was "probably/possibly" related to device. The device was functioning as intended at the time. The doctor presumes all avm bleeds related to device, because of the increased incidence in vad patients and the coumadin dose/inr range needed. This patient had a recent hemolysis event just prior to bleed and it was not thought prudent to reduce his therapeutic range.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.